Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The screen did not respond after the stylus touched the screen. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not respond when touched with the stylus. The programmer was returned for service. There was no patient involvement.